Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was noted on the right ventricular (rv) lead. The physician attempted to revise the rv lead but the lead was twisted. The rv lead was capped and a new lead was successfully implanted. The patient was in stable condition.